Event description:
It was reported that this female peritoneal dialysis (pd) patient was diagnosed with a small infection at the opening of the pd catheter. Additional information was obtained through follow-up with the peritoneal dialysis registered nurse. The patient was seen in the pd clinic on (B)(6) 2025. The patient¿s exit site was red with purulent discharge. A culture was obtained. The patient was diagnosed with an exit site infection only. The patient was never diagnosed with peritonitis. The culture was positive for coagulase negative staphylococcus. The antibiotic therapy was not provided. The cause of the infection was the patient¿s lack of hygiene. There is no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue warranting further investigation. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".